Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, deformation and voids are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "exchange from textured to smooth". Later patient report "leaking", "huge lump" and "material in the biopsy was from the implant". Later healthcare professional reported "capsular contracture baker grade lll", "she is very unhappy with her current implants, she is very self-conscious about the way they look". This record is for left side. The device was explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lll.

Event description:
Patient called to report "exchange from textured to smooth". Later patient report "leaking", "huge lump" and "material in the biopsy was from the implant". Later healthcare professional reported "capsular contracture baker grade lll", "she is very unhappy with her current implants, she is very self-conscious about the way they look". This record is for left side. The device remains implanted. Unknown if the devices will be returned.